Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that elevated high voltage lead impedance were observed. Impedances have been trending upwards. The device will be checked in three months and was noted to be functioning normally. No plans for lead revision at this time.